Manufacturer narrative:
(B)(4). (B)(6). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during peritoneal dialysis therapy on the homechoice. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was discovered that a system error 2240 (air in line/set) alarm occurred prior to the system error 2367. Should additional relevant information become available, a supplemental report will be submitted.